Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the legal manufacture reviewed the customer-provided cleaning disinfection and sterilization (cds) processes and identified no obvious deviations from the instructions for use (IFU). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the auxiliary jet channel (j-tube) had foreign objects. A root cause could not be identified. Based on the investigation results, the most probable cause of the noisy image was damage to the circuit board of the scope connector (s-connector). Additionally, the most probable cause for the foreign objects in the auxiliary jet channel (j-tube) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had image noise. The issue occurred during sedation, the device was inside patient for diagnostic type colonoscopy procedure, which was completed using a same device. There were no reports of patient harm.